Event description:
Olympus received a (B)(4) stating, "a guide wire passed under fluoroscopic guidance; however, the wire would not pass the proximal area of stricture. An access sheath was passed over the guide wire to access the ureter for flexible ureteroscopy. The plastic tip of the access sheath broke into several pieces within the bladder, on insertion. The access sheath never entered the ureter. The access sheath was removed and cystoscopy was performed to remove the plastic tip pieces from the bladder. Another access sheath was opened, and it was noted that the white tip of the 1st access sheath, which broke in the bladder, was very brittle, while the second access sheath was very pliable." Olympus was further informed that the procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented.